Manufacturer narrative:
The customer has discarded the device and it is not available to be returned for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a cystoscopy/irrigation set, nonvented, 77 inch. Disconnection from the continuous bladder irrigation (cbi) catheter and leakage were reported. The customer also stated that the cysto/irrigation sets are a sub from what we used to have and they cannot be used with the rectal catheters as well during the lap prostates. The end of the device does not attach sufficiently. There was no report of any human harm.

Manufacturer narrative:
Investigation summary: a photo was returned showing the packaging of the 065440403 cystoscopy/irrigation set. No defects or anomalies noted. The complaint could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.